Event description:
It was reported that the motor drive unit was dropped on an unknown date. Then, when the device was plugged in, the coupler started spinning without the footswitch or disposable connected. This occurred on the way to set up a room for a patient procedure. Another motor drive unit was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Damage to drive connector or coupling. Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found a defective msdu pcba. During the actual device evaluation, the cpc connector was found to not be at the 12 o'clock position which was due to user mishandling.

Manufacturer narrative:
(B)(4). In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.